Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The brand name should read as s4s/sur-fit natura 2 pc - 2 pc durahesive (dh) convex moldable wafer. A lot number could not be obtained; therefore, a review of the batch record data could not be performed without a valid lot number. A review of complaint history data, events and CAPA's for the previous 12 months has been performed. No events/CAPA in this instance has been found for this complaint issue and icc.

Event description:
Report received from the end user states they have developed a red, itchy area with small bumps under the seal prior to receipt of complaint. The end user also stated the itchy sensation now extends out to the tape collar of the wafer. End user sought med assistance from a wound center. They provided skin preparation wipes. The pts subsequent outcome was not reported.